Event description:
It was reported that during the night of (B)(6) 2015 the patient felt that the pump was hot and vibrating and she could not control her bladder, she was constantly urinating. She was admitted to the emergency room (ER) on (B)(6) 2015 as her physician felt she could be toxic. The pump had been recently replaced ((B)(6) 2015). The catheter was patent, was able to be replaced, the pump was primed, and the dose was kept the same as the previous pump. The current pump was interrogated and there were no stalls or alarms. The patient was being checked for infection although the ER physician didn¿t think the pump looked infected. At the time of the report the patient felt ok and wanted to leave the ER. On (B)(6) 2015 it was further reported that the patient had experienced hallucinations. The event was not due to programming. The pump was used to deliver baclofen. Interventions and patient outcome not reported. Further fol low-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8709, serial# (B)(4), implanted: 2003-(B)(6), product type: catheter. (B)(4).